Event description:
Jackson pratt wound drain fractured during removal.

Manufacturer narrative:
The sample was rec'd inside a poly/tyvek pouch. The correct catalog number for the returned sample should be su130-1309. Visual inspection revealed drain fracture at molded lps flat drain section, but not at perforations area, at approximately one inch from drain/tubing junction area. Microscopic examination revealed wavy/jagged edges at the fractured site. The minimum pull test specification for this drain is 8.0 lbs. The characteristics of the fractured area are similar to those which may have been caused by nicks or punctures by a sharp instrument. The product info data sheet which provides detailed info regarding precautions for using these drains is contained under the section titled warnings/complications for closed wound drainage system. Specifically co warns against any form of handling that may result in breakage of the drains; for example, nicks, cuts and tears caused by punctures, sutures or sharp instruments. This includes handling gently and without excessive force. Lastly, leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes may cause breakage upon removal.